Manufacturer narrative:
(B)(6). One (1) actual sample was received for evaluation. A visual inspection was performed with no abnormalities or issues noted. A functional underwater pressure test was performed on the sample with no issues noted. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette. The issue was detected at home during treatment. The patient was connected at the time of the event. The patient did not stop and restart the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.